Event description:
A bard surestep foley catheter was placed. There was no urine flow. They flushed the catheter, and it was blocked. This was a brand new foley. I have the used foley available if needed. They switched the foley catheter with a different lot and it worked fine.